Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Upon receiving the returned items for analysis, we observed that two empty packages were received, both with signs of being previously opened. Only one screw was returned, which presented a rupture at the tip and visible signs of use on the screw head. The complaint alleges that the device was delivered in this condition and was never used. However, based on the condition of the returned item, it is not possible to confirm if the damage occurred prior to the reported event, as the device was returned fully opened, and no additional evidence was provided to support the claims on the event. A dimensional inspection was not performed since it was not applicable to the complaint condition. With the available information, it is not possible to establish a root cause for the failure of the device. The overall complaint was unconfirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. DHR: a manufacturing record evaluation was performed for the finished device. Product code: 04.503.104.01s; lot number: 11617p3. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05-apr-2024; manufacturing site:jabil bettlach; expiry date:01-mar-2034.

Event description:
It was reported that on (B)(6) 2024, during the surgery, the screw could not be used because the screw thread was not cut. It has not been possible to identify which screw in which package was not used. The surgery was completed successfully with no surgical delay. No further information is available. During manufacturer's investigation of the returned device it was identified that the screw presented a rupture at the tip and visible signs of use on the screw head.